Event description:
It was reported that the pulse generator 'malfunctioned'. The device was explanted, and no patient complications were reported as a result of this event.

Event description:
It was reported that the pulse generator 'malfunctioned'. The device was explanted; no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: battery depletion-normal other text : it was reported that the pulse generator 'malfunctioned'. The device was explanted; no patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination end of life - expected battery device evaluated and alleged failure could not be duplicated defective device.